Event description:
It was reported that bd ultra-fine¿ mini pen needle experienced a case of the cover being unable to attach, and a breach in the device's packaging sterility. The following information was provided by the initial reporter: consumer stated when she attaches pen needle to insulin pen prior to injection, the outer cover falls off; its loose. Stated, both outer cover and inner shield have fell off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-apr-2022. H.6. Investigation: customer returned 6 used 4mm, 32 gauge nano pen needles. No teardrop labels were returned for lot identification. The pen needles were also returned without their inner shields for testing. The pen needles were visual inspected and no damage or defects were observed. Functional testing of the outer covers with the pen needles inside found that no forces that may be encountered during use were sufficient to dislodge the pen needles. The pen needles could still be readily attached to a test pen without issues. No defects found and the returned components all function as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to directly confirm the customer¿s indicated failures. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd ultra-fine¿ mini pen needle experienced a case of the cover being unable to attach, and a breach in the device's packaging sterility. The following information was provided by the initial reporter: consumer stated when she attaches pen needle to insulin pen prior to injection, the outer cover falls off; its loose. Stated, both outer cover and inner shield have fell off.